Manufacturer narrative:
This report is being submitted as follow-up no. 1 to correct section g4 (510k #) and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for closure procedural complications. Without a sample, the exact root cause cannot be determined. The complaint was discussed with the chief medical officer, and determined there is not enough information provided to determine if the device failed and caused the bruising and hematoma. Based on the photos provided by the account it is possible the band was not placed correctly initially, leading to incomplete hemostasis. Review of device history record (DHR) cannot be completed due to the unknown lot number. A non-conformance (nc) was initiated due to the increase in risk level.

Manufacturer narrative:
The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band 2 was applied as usual after a percutaneous coronary intervention (pci) case. The user noticed some black and blue immediately. This happened now and again and before sending the patient up. A second trb 1 was applied proximal to the trb 2. The hematoma aggressively grew and the patient's whole arm went black and blue. They called vascular for a consult; however, they did not intervene. It did however keep the patient from being discharged from the hospital and the patient was being treated by the wound care team. It was unclear if the event was caused by the band. The blood loss was less than 250cc's. The patient was in stable condition. Additional information was received on (B)(6) 2023: fourteen (14) ml's of air were injected into the tr band initially. There was no noticeable damage to the device. The device was not manipulated before use in any way during pre-use or during storage. The product was stored in cabinet in plastic bins in the cath lab. The procedure outcome successful. It was unknown what other devices were used in the access site prior to tr-band event. Swelling and pain were mentioned, unsure of any weakness or numbness. The patient had a history of hematomas.